Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08695 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl. The customer was treated with insulin pump. The customer declined troubleshooting for high blood glucose. Customer's other was 279 mg/dl. Customer was using auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information related to auto mode that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. (B)(4).

Event description:
It was reported that the customer was not using auto mode at the time of incident.